Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited mirror image noise due to outer insulation break. X-ray also showed the atrial helix was not fully deployed. It was disclosed that the patient was in an auto accident which resulted in a fractured sternum. Reprogramming was performed. Both leads remain in use. No patient complications have been reported as a result of this event.